Event description:
It was reported to medtronic neurosurgery that the pt line stopcock was leaking despite tightening the device.

Manufacturer narrative:
The MFR has rec'd the device, but it has not yet been evaluated. A review of the mfg records showed no anomalies. No impact to the pt was reported.